Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory had an observation relating to vf detection. Analysis of the device memory had an observation relating to svt detection. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy.

Event description:
It was reported the device detected ventricular fibrillation (vf) due to double counting of the qrs, and it detected the rhythm as supra ventricular tachycardia (svt) when there was ventricular tachycardia (vt). The patient received inappropriate therapy due to double counting of the r wave which resulted from inappropriate detection of ventricular fibrillation. The device detected supra ventricular tachycardia when there was ventricular tachycardia and the patient did not receive therapy. During an episode of fast vt, therapy was delivered. It was also reported the atrial lead impedance suddenly increased and was high. Of note, it was determined there were morphology changes during the vt, measurements suggested the r waves were low and fluctuating, and the high voltage impedances were decreasing. The device was removed, replaced and relative the leads, re-programming was applied to the defibrillation lead and both remain in use. No further patient complications have been reported as a result of this event.